Event description:
Patient reported that he received the new pump on (B)(6) 2025 but that is not working. Pump is giving error to replace lithium battery. Patient already returned the old pump to us. Patient is due for infusion on friday and saturday this week. Pharmacy is replacing pump. Unknown if patient missed a dose or experienced an adverse event. Unknown if pump is on hand for return to manufacturer. No further information, details or dates provided. Serial number: (B)(6), expiration date: 2026-12-01.